Manufacturer narrative:
Complaint is confirmed. Performed investigation. Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code of 18. Meter is inoperable. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.

Event description:
Customer reported receiving an error message and additional icons on her unlocked freestyle meter. These messages are an indication the device may have exhibited the memory overwrite malfunction. Customer reported feeling "dizzy", but "did not test". There was no report of death, serious injury or mistreatment associated with this event.